Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 11feb2021

Event description:
It was reported to philips that the device's blower has a high temperature alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 14apr2021 b4: (B)(6)2021 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and confirmed the reported problem. The customer followed instructions from the rse and continued troubleshooting and discovered the air inlet filter was clogged and dirty. The customer replaced the air inlet filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.